Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer let the pump battery fully deplete and subsequently the pump shut off due to insufficient power. When the customer attempted to reload the cartridge the pump requested a minimum of 50 units during the load process. The cartridge the customer attempted to load had less than 50 units. While attempting to load a new cartridge, the pump screen became frozen on the "preparing for cartridge" screen and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. The customer's loaded a new cartridge and was able to resume insulin. The customer's blood glucose (bg) level was impacted (over 600 mg/dl). A correction bolus via the pump was delivered to address elevated bg level. Reportedly the customer delivered too much insulin and was also physically active causing the customer's blood glucose (bg) level to drop to 47 (mg/dl). The customer consumed juice to address low bg level.